Event description:
The manufacturer received information alleging a simply mini oxygen concentrator shut down while in use. The patient was hospitalized because the patient did not have another source of oxygen. The device was returned to the manufacturer's service center for evaluation. The manufacturer confirmed the customer's complaint of the device shutting down. The manufacturer found an error code associated with the compressor. The compressor was replaced to address the issue. Product labeling states," product labeling states that in an event of an equipment alarm or if you are experiencing any signs of discomfort consult your home care provider. Product labeling also states where the prescribing health care professional has determined that an interruption in the supply of oxygen, for any reason, may have serious consequences to the user, an alternate source of oxygen should be available for immediate use."